Event description:
It was reported that, just after implant, this device failed the auto setup for sensing due to low intrinsic amplitudes. A review of the implant x-ray confirmed the electrode was not straight, it had an s-curve shape. The upper portion of the electrode was far from being on the sternum. Later, the doctor performed a repositioning procedure. The electrode was straightened but the intrinsic signals were still small. The doctor elected to manually program the sensing vector to the alternate sensing vector. There were no additional adverse patient effects. The system remains implanted.